Event description:
Additional information was received from the manufacturer representative stating that the cause of the impedances remains unknown but the impedance issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during pre-op impedance check, summary showed green impedances for monopolar, specifically 0 at 2421 ohms, 1 at 2489 ohms. During call with agent it was later stated that one and 2 are around 4500 ohms and 2 is mid 5000 ohms. All of the bipolar impedances are red or orange. This is the case for both leads. Rep concluded with stating the summary was then showing all red. No patient injury was reported.